Event description:
It was reported that there was oversensing just after implant of the lead. It was later reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular lead. After retracting the helix in an attempt to reposition the lead, the physician was unable to see the helix extend or retract as needed. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism and sleeve head. Evaluation summary (B)(4); helix disengaged from helical channel (B)(4) full lead.